Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the lead would not pass the set screw in the connector block of the neurostimulator. After multiple insertion attempts, the physician used a new device. No injuries were reported and the patient recovered without sequelae.